Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse stated that they also experienced low blood glucose. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer's blood glucose was 62 mg/dl at the time of call. The customer's blood glucose was 114 mg/dl at the end of call. The customer's spouse stated that they treated the low blood glucose with food. The customer's spouse stated they experienced slurred speech, sweating, jaws hurting and shaking. The insulin pump will not be returned for analysis.